Event description:
Information was received from a consumer (con) via a company representative (rep) regarding patient receiving dilaudid (hydromorphon e) 2.3868 mg/day/ 5mg/ml bupivacaine 0.9547mg/day 2 mg/ml via implantable pump. The patient reported a decrease in therapy efficacy at their last refill, but date was unknown. The pump flipped and could not be accessed. The patient mentioned she had lost significant weight and had seroma after the last revision when her pump flipped first time. Per the patient, the pump was manipulated back into position at the last refill to allow the pump to be filled, but the revision was scheduled to check the condition of the catheter and to anchor the pump more securely to the fascia. The pocket was opened, and the pump segment appeared to be damaged. It was noted that distal to the collet, 23.5cm of the existing pump segment was cut and replaced with 15.2cm of a new 8784 revision kit. The catheter was aspirated via the catheter access port (cap) to confirm patency, and the pump was securely, anchored to the fascia with non-absorbable sutures, 23.5 cm of the 8784 proximal pump segments, including the collet, wasremoved, and replaced. The medical history were chronic low back and leg pain. The patient was alive and no injury. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 13-sep-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding patient receiving dilaudid (hydromorphon e) 2.3868 mg/day/ 5mg/ml bupivacaine 0.9547mg/day 2 mg/ml via implantable pump. The patient reported a decrease in therapy efficacy at their last refill, but date was unknown. The pump flipped and could not be accessed. The patient mentioned she had lost significant weight and had seroma. The pocket was opened, and the pump segment appeared to be damaged. It was noted that distal to the collet, 23.5cm of the existing pump segment was cut and replaced with 15.2cm of a new 8784 revision kit. The catheter was aspirated via the catheter access port (cap) to confirm patency, and the pump was securely, anchored to the fascia with non-absorbable sutures, 23.5 cm of the 8784 proximal pump segments, including the collet, was removed, and replaced. The medical history were chronic low back and leg pain. The patient was alive and no injury. The issue was resolved. Information omitted pertaining to pump revision for flipping and moving in (B)(4).

Manufacturer narrative:
H3. Analysis of catheter serial number (B)(6) revealed damage to the transition tubing. Catheter serial number (B)(6) was returned in segments. Analysis of this catheter revealed no anomaly. H6. Patient code e2401 is not applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.